Event description:
Issue with device catching on shirt. A pae (patient adverse event) reported by pt, no consent for follow up provided. No further information/clarification available. (B)(4). Lot number: unknown.